Manufacturer narrative:
(B)(6) (B)(4). This part is not approved for use in the united states; however a like device catalog # 75446545, 510k # (B)(4) was cleared in the united states. Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event.

Event description:
It was reported that on an unknown date, post-op, two l5 screws were broken. The surgeon commented that if bone union was completed, the l5 screws might not been broken. Both sides of l5 screws were removed as broken. All screws were removed and replaced. No fragments of the products remaining in patient.

Manufacturer narrative:
Product analysis: visual and optical examination of mas bone screw confirm breakage approximately 5 threads from the base of the bone screw head, optical examination reveals significant secondary (post-fracture) damage to the fracture surface. Undamaged areas of fracture surface revealed convex striations and ratchet marks consistent with cyclic fatigue. Dimensional examination of the major and minor diameter verified conformance to print specification. The above observations are consistent with cyclic fatigue.